Manufacturer narrative:
The device was returned and evaluated on 3/23/2017 with the following results: error 1 sub code 5 (record ram list can not be set up) occurs immediately when on the powering meter. Unable to pair pump and meter and complete required investigation steps due to inability to clear the error 1 sub code 5 message.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter called and alleged that an error 1 message occurred and could not be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.